Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic visit, the pacemaker was found to be in backup operation. It was not known when the device was last checked, and it was thought that the device was past its elective replacement indicator and its end of service. The pacemaker was removed and replaced on (B)(6) 2018.